Event description:
It was reported that the home patient (hp) had a system error (se) 2240 (air in line/set) on the homechoice (hc) device during the drain step of peritoneal dialysis (pd) therapy, while the hp was connected. During troubleshooting, it was discovered that the hp had improperly disconnected to use the restroom and reconnected after the first drain had started. The alarm occurred after the hp reconnected. The technical service representative (tsr) reviewed proper procedures, per the user manual, with the hp. The tsr had the hp cycle the power on the hc device and advised them to start therapy over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an improper disconnection of the patient from the setup was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.